Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v300097, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not been able to walk for two to three days. The patient had checked his implantable neurostimulator (ins) and it was on and appeared to be working normally. No diagnostics were performed, no malfunctions were seen, and the cause of the issue was not determined. The patient was scheduled to see his doctor on (B)(6) 2014. The patient later reported they had not been walking well for the past three to four weeks. The patient needed assistance in using the programmer and changing settings. The reporter checked the ins and the patient was on program a at 1.90 volts. Program b was available, but not used because it did not work. The patient had not been walking well starting ¿about a year ago¿ so their healthcare professional (hcp) tried another program. This was when the patient was switched to program b and they were doing ok. The patient continued to do okay when they got home and went to sleep, but in the morning he could not move and it was if they were frozen. The patient asked to be put back on program a and he had not been back on program b since. Three and half months later, the patient was not able to walk and it to ok them five minutes to go one foot. The patient had been able to get around and walk for a while, but two weeks ago the patient¿s symptoms suddenly changed. A month prior to this report the patient fell and they were taken to the hospital for a CT scan. The CT scan showed no evidence of bleeding, but the reporter was concerned about subdural bleeding. The patient saw their hcp and they turned stimulation up to 2.8v on both sides. That night the patient was up all night, not sleeping, and they still could not walk. The hcp had made adjustments to the patient¿s medication and stimulation. The reporter stated that on the way home the patient was ¿picking at the air and pretending he was drinking out of a cup,¿ but they were not. Once the patient was home, the tried to use their walker but they fell. The reporter used the patient programmer to turn stimulation down to 2.0v and that was better, but the patient¿s walking still was not good. The hcp stated the patient could increase stimulation by 0.1v each day and increase their medication by half a tablet. The hcp thought they turned the patient stimulation up too fast. The reporter had slowly increased the patient¿s stimulation to 2.3v, but they could not talk and they still could not walk. The patient¿s hcp did not think they had a stroke or a blood clot. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.